Event description:
It was reported the patient turned their stimulator on and the stimulation was too high. It was noted the stimulator ¿zapped¿ the patient. It was reported the patient had to turn stimulation off and set it down low. It was noted the event occurred over a year prior to the call.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).